Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had blank display. Customer reported that blank display did not return and battery cap neither missing nor damaged. Customer¿s blood glucose level was unknown. Customer was advise to discontinue use of the pump and revert to backup plan. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test and displacement test. Device was monitored for 24 hrs. And no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).